Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, 2 deployment attempts and 2 recaptures were performed due to under expansion of the valve. Subsequently, the valve was withdrawn from the patient. Prior to reinserting a new delivery catheter system (dcs) and valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. The new valve and dcs were used to complete the procedure. A 5 minute procedural delay occurred as a result of the valve under expansion. Per the physician, the patient¿s calcified anatomy contributed to the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the first recapture was due to under expansion of the valve at an implant depth of 0 millimeter (mm) on the non-coronary cusp (ncc). The second deployment was at 2-3 mm depth and the valve was still under expanded and it was decided to remove the valve and perform a balloon dilation.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.